Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: updated event description. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 02/26/2020: it was reported that during an procedure on (B)(6) 2020, the threads of the helical blade/screw extractor aren't engaging with the unknown helical blade when trying to remove. It is unknown if there was a surgical delay. Surgical outcome was unknown. There was no patient consequence reported. This complaint involves two (2) devices.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on (B)(6) 2020, the threads of the helical blade/screw extractor wouldn¿t engage with the helical blade when trying to remove the blade. Surgical outcome is unknown. There was no patient consequence reported. Concomitant devices: helical blade (part: unknown, lot: unknown, quantity: 1). This report is for a helical blade/screw extractor. This is report 1 of 2 for (B)(4).